Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis found normal device characteristics.

Event description:
It was reported that the patient presented for a right ventricular lead revision due to high lead impedance on the ventricular channel. When the new right ventricular lead was connected to the pulse generator, high lead impedance was again observed. A rv connector port anomaly was suspected. The pulse generator was explanted and replaced.